Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 2 months after dental implant was installed in intraoral region 14#, it had to be removed due to its displacement into maxillary sinus. The patient presented bone type iii and the perforation of the sinus membrane has occurred during surgery.